Manufacturer narrative:
Additional info: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that radiation disabled after the first spin of the case, preparing for a post op spin. This issue occurred postoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Troubleshooting sating that reboot allowed them to take a spin but then occurred again and the gantry would not open. Manufacturing representative (rep) moved the gantry around and was able to open it. Additional information stating that open button on pendant was non functional.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that reseated power supply (ps1) board and measure voltage. Measurements are within specs and system is functioning normally. Could not recreate non functional pendant issue. All buttons functions normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.